Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of connecta plus3 10cm blue experienced device damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: when connecting to the venflon the cone breaks off!

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9008525. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, no abnormalities could be identified in the returned sample despite attempts to identify the source of the leak using leakage testing and microscopic evaluation of the device. A possible explanation for this phenomena is the sterilization process of all potentially contaminated devices.

Event description:
It was reported that an unspecified number of connecta plus3 10cm blue experienced device damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: when connecting to the venflon the cone breaks off!